Event description:
Approximately two years and nine months post hvad implantation, the patient was admitted to the hospital with acute onset right facial droop and perioral loss of sensation. On admission her vital signs were stable but her inr was slightly elevated. Initial CT of the head revealed an acute intraparenchymal hemorrhage with associated small subarachnoid component. Follow-up CT scan performed later that day showed no significant change. The following day a neurosurgery consult determined that the patient continued to have slight right-sided, lower facial weakness but had range of motion of all four extremities with no cognitive deficits. CT head results performed ten days later revealed improvements from initial results. The patient was discharged home two days later with no residual deficit and instructions to continue with her prescribed anticoagulation therapy. Additional information received indicated that the patient was transplanted on (B)(6) 2014. The explanted pump will not be returned to the manufacturer for analysis. This event is believed to be related to the heartware device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital with acute onset of right facial droop and loss of perioral sensation. The initial computerized tomography scan of the head revealed an acute intraparenchymal hemorrhage with an associated small, subarachnoid component. Multiple head CT scans were performed showing cognitive improvement. The patient was discharged to home with no residual deficit and instructions to continue with her previous anticoagulation therapy. The last report received indicated that the patient was transplanted. At the time of transplant the surgeon noted a large thrombus on the inflow cannula above the level of the sintering. The explanted pump was returned to the manufacturer for analysis. The reported event could not be confirmed via controller log file analysis or visual evidence. Post-explant functional analysis confirmed that pump hw2156 met pre-implant requirements. Independent pathological analysis did not reveal any pump complication or evidence of thrombus formation. Dimensional verification did not identify any discrepancies that may have caused on contributed to the reported event. Review of manufacturing documentation confirmed that hw2156 met all requirements for release. The most probable root cause of the reported event could not be conclusively determined; however, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information received indicated that at the time of transplant the surgeon noted a large thrombus on the inflow cannula above the level of the sintering. The explanted pump has been returned to the manufacturer for analysis. Investigation is ongoing. The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.